Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level resulting in seizures; value was not provided. Bg cause was not known. Customer received assistance from paramedics and was taken to the emergency room (ER). No additional information was provided. Customer was released from ER in stable condition with no permanent damage.